Manufacturer narrative:
Engineering review of drivers and metallurgical analysis determined that the drivers experienced a ductile shear overload, leading to failure of the driver tip. This overload could be contributed to the diameter and/or length of the screw chosen for the anatomy, and could additionally be dependent on patient bone quality and screw trajectory within the anatomy. Review of manufacturing history records found a total of (B)(4) pieces of lot 3341mm were released for distribution with no deviation or anomalies. A two-year complaint history review found this to be the first report of tip fracture for the reported lot. There has been a design improvement made to the reform pedicle screws to reduce the insertion torque associated with the "wash-out" of the thread-form. The screws being implanted when the drivers broke were identified to be manufactured prior to this change. There have been no reports of driver tip failure associated with screws manufactured subsequent to this design change. Although the need for further corrective action was not indicated, engineering will explore the potential of modifying the material for the drive feature of the 39-sp-0700 to mp35n, in effort to increase the strength of the tip. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2015-00104-1 / 00105-1).

Manufacturer narrative:
Upon completion of evaluation a follow-up medwatch report will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2015-00104 / 00105).

Event description:
It was reported that during a procedure performed on (B)(6) 2015 the tip of two reform polyaxial drivers broke while implanting reform 8.5 x 50mm polyaxial pedicle screws. Both screws were removed and replaced as the tip was stuck in the head of the screw. There was no delay to the procedure reported.